Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, there was no visual evidence provided that supported the alleged complaint. Without such evidence, the results are inconclusive, and this complaint could not be confirmed. Without the sample or evidence that supports the alleged complaint, establishing a root cause is not possible. Without the sample or evidence that supports the alleged complaint, establishing a root cause and corrective action is not possible.

Event description:
Reporter indicated "attempted puncture in msd with single puncture, but catheter after migration when removing the guide wire it showed significant resistance, and when pulled the catheter curled, as if it had stuck. Because the extension had curled and we were able to remove the guide wire completely, when we performed the flush, we found a hole in the catheter near the cannon, making it impossible to keep the catheter in the patient. Device removed and emergency physician performed intracath passage."

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.